Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, photographs of the samples were provided. Photographs of the samples were available for evaluation. A visual inspection of the photographs revealed the white caps on the end of the fill line were either loosely attached or separated from the fill line completely. The reported condition was confirmed. The root cause of this condition was attributed to human error - the operator did not tighten the cap firmly resulting in the cap detaching prior to packing. (B)(4). Baxter will keep monitoring these events during quality reviews. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a 3000ml eva bag in which the white cap was loose / separated. The condition was identified before patient use; therefore, there no patient involvement. This is report 3 of 4 of the same reported problem from this facility. No additional information is available.